Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing on electrograms (egm) channels. It was also noted that the lead exhibited occasional atrial undersensing on stored electrograms (egm) during atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No patient complications have been reported as a result of this event.